Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the severely calcified below knee superficial femoral artery via the contralateral approach, the pta balloon allegedly ruptured at 10 atm. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one highlander 014 was returned for evaluation. An in-house presto inflation device was used to inflate the balloon, during the inflation a leak could be seen at the proximal balloon joint. The exact source of the leak could not be determined. No other rupture was noted to the device. No other functional testing performed. Therefore, the investigation is unconfirmed for the reported balloon rupture as no rupture was noted to the balloon. However, the investigation is confirmed for the identified leak, as leak could be seen at the proximal balloon joint. And the investigation remains inconclusive for the reported lesion advancement difficulty as the reported scenario cannot be replicated in laboratory. Per the reported event details, the target lesion was highly calcified. Therefore, it is possible the interaction between the lesion and the balloon contributed to the reported balloon rupture. However, the definitive root cause for the reported balloon rupture, lesion advancement difficulty and identified leak could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in a severely calcified superficial femoral artery via contralateral approach, there was difficulty in passing the tip of the pta balloon through the lesion but somehow passed and dilation was started. It was further reported that the balloon allegedly ruptured. The procedure was completed using another device. There was no reported patient injury.